Event description:
It was reported that the customer experienced issues with the touchscreen responsiveness of their pump, specifically that the screen was frozen and unresponsive. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The issue was resolved after the customer performed a pump reset with guidance from technical support. Additionally, the customer reported inaccurate readings with the g7 sensor but chose to monitor the situation and contact dexcom if necessary.